Manufacturer narrative:
The product investigation was completed. Device evaluation details: according to the information received, it was reported that during the operation, device (including port, luer hub) was not irrigating. Using a navistar thermocool. The device was returned to johnson & johnson medtech for evaluation. Visual inspection and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31463291m and no internal action related to the complaint was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar thermocool and an irrigation issue occurred in the form of a blockage. The irrigation issue was not noted prior to the procedure, but only after the device had been used on the patient. The catheter was removed from the body momentarily in preparation for further usage, however, that was when the medical team noted the blockage. No error messages were noted in relation to the issue. High-flow flushing was attempted to remove the blockage but the issue persisted. A second device was used to complete the operation. There was no adverse event reported on patient.